Event description:
The customer reported a lipid infusion vtbi was set at 232 with a rate of 9.66ml/hr; the nurse found the bag empty during a site check approximately one hour after initiation of the infusion. Triglyceride levels were checked over the next several days as a result of this event. The patient was discharged 5 days later with a normal triglyceride level. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. Although requested, the device has not been received for investigation. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.